Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event on or about (B)(6), 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event reported for the same patient involving two separate products and associated with MDR #1225714-2014-02988 and 1225714-2014-02989.